Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 3006646024-2023-00002 for the second report. It was reported, when the doctor inserted the needle the plastic introducer bent, which caused the needle to bend and break off inside of the patient. There was no reported medical intervention or injury to the patient.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30201621 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 03 feb 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ghc-22-04650. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.